Event description:
During review of a programming anomaly it was noted that the patient came in to an appointment set to unintentional settings. At the previous appointment there was an incomplete diagnostic test that changed the patient¿s settings. There was no finial interrogation preformed which would have caught the change and the patient left the appointment at unintentional settings. The patient settings were not corrected until later appointment.

Manufacturer narrative:
Analysis of programming history.